Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was blurry during set up/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3. The device was returned for inspection and the customer's allegation was confirmed. Dirt on the objective lens was also identified. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the clogged nozzle led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.